Manufacturer narrative:
Further information was requested including information about the right ventricular lead but was not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular lead noise was observed as high ventricular rate episodes leading to pacing inhibition. The patient was stable.

Event description:
No intervention was performed, the patient will be monitored and was stable.